Manufacturer narrative:
This follow up report is being submitted to include the following sections: h6, h10. A DHR review was not performed as this device has been serviced before, a review of the previous service shows no abnormalities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e200 fef 53 error code was not confirmed. Prior to inspecting the unit, a post check was performed twenty times without a prompt error code. The 200 ref 53 error code was recorded eight times in the fault log. The probable cause of the 200 ref 53 error code is a socket select board that was recommended to be replaced. During sprf l1 phase adjustment testing, there was no signal due to a faulty sprf board. In addition, the unit was missing four mounting feet. The faulty sprf board and the missing mounting feet require replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e200 ref 53 error code displays on the superpulse generator. During a standard service inspection of the customer returned device, faulty sprf board was noted. The customer did not report any allegation of a malfunction associated with the device and there was no patient injury or harm reported.